Event description:
The manufacturer received information alleging a patient experienced burning the wings of her nose while using an everflo device, while trying to smoke a cigarette. The patient also alleges skin lesions, persistent pain, and irritation from the burn. The patient reported that the skin lesion is currently healing. However, persistent pain and irritation currently prevent the resumption of nocturnal non-invasive ventilation (niv) as the patient cannot tolerate the wearing of the mask interface. The manufacturer's investigation is ongoing. If any additional information is received, a follow up report will be filed.